Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Manufacturer report number 3006705815-2019-04374. It was reported that the patient experienced ineffective stimulation due to lead migration. Reportedly, fluoroscopy verified that the lead had migrated and reprogramming attempt was unsuccessful. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein one lead was explanted and replaced. It is unknown which lead migrated and both will be reported.

Manufacturer narrative:
Labeled for single use checked.